Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during routine change out, high out of range high voltage lead impedance was noted after connection between the lead and the ICD. After several attempts to fix the issue, the physician decided to cap the lead.